Event description:
It was reported that, "doing liner and head exchange, changed liner, then attempted to implant 32mm +7.5 head onto the trunnion (c-taper stem) head would not fit on. Had to use a +5 head when wanted to use a +7.5."

Manufacturer narrative:
Evaluation summary: the exact root cause of the event could not be confirmed or reproduced, as a functional test with the mating femoral hip stem could not be performed. The mating femoral hip stem was not returned as it remained implanted and its catalog number and lot code was not made available. The dimensional inspection performed on the returned device and also performed on a new device retrieved from inventory with the same lot number indicated that the devices were within the manufacturing specifications. A functional test was performed with the returned device and an omnifit 132 neck eon plus cemented c-taper femoral hip stem. The devices functioned as intended and could not be removed from the hip stem. It is possible that there was fluid or debris inside the head during the assembly that prevented the head-stem taper lock.